Manufacturer narrative:
The insulin pump was received with a blank display with the problem isolated to the lcd board. No beep anomaly was noted. The backlight anomaly could not be confirmed and no tests could be performed due to the blank display. The following physical damage was noted: a cracked battery tube thread, cracked reservoir tube lip, cracked casing near the display window corners, and minor scratches on the display window.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 114 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.